Manufacturer narrative:
Section, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: surgeon's name email address and phone number: unknown/ asked but not available. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a plaque on the back of the lens which was thought to be viscoelastic or that white stuff that came out of the injector. As it was too central to the lens it was difficult to get it off of the irrigation & aspiration. The next day it was dissolved. It didn¿t look like a scratch or a scuff. No other information is available.